Event description:
In 2001 end-user called minimed, USA and stated that the infusion set was leaking at reservoir connection. On november 1, 2001 maersk medical rec'd the complaint and 2 used tubings. The near-incident took place in USA.